Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the part, it was observed that the threaded tip of the inner shaft had sheared immediately distal to the beginning of the thread profile. The shear face is coarse and rough, with scraping and deformation consistent with brittle fracture.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which an inserter inner shaft tip fractured inside the interbody. The inner shaft tip remains in the patient. Surgery took place (B)(6) 2018.